Event description:
It was reported that during the pulse field ablation procedure to treat pulmonary vein isolation, the patient experienced a st elevation. After the dynamic xt electrode catheter was placed, a transseptal puncture was made with the faradrive sheath and non-bsc transeptal needle. The ECG showed the st-elevation and very low peripheral blood pressure during or after the transseptal access with the sheath. Transthoracic echogram did not show any tamponade or blood in the pericardium. Due to the patient's condition, the procedure was cancelled. The patient treated with adrenalin for blood pressure. A cardiologist performed a coronary diagnostic and found some relevant stenosis. The patient had the following prior to the procedure which could have led to the complication, tricuspid stenosis, mitral valve stenosis, tachymyopathy, left ventricular ejection fraction (lvef) at 35%, tachycardia, and atrial fibrillation (a fib). The patient was responsive at the end. The patient was hospitalized but is expected to fully recover. The device is not expected to be returned as it has been disposed by the customer.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during the pulse field ablation procedure to treat pulmonary vein isolation, the patient experienced a st elevation. After the dynamic xt electrode catheter was placed, a transseptal puncture was made with the faradrive sheath and non-bsc transeptal needle. The ECG showed the st-elevation and very low peripheral blood pressure during or after the transseptal access with the sheath. Transthoracic echogram did not show any tamponade or blood in the pericardium. Due to the patient's condition, the procedure was cancelled. The patient treated with adrenalin for blood pressure. A cardiologist performed a coronary diagnostic and found some relevant stenosis. The patient had the following prior to the procedure which could have led to the complication, tricuspid stenosis, mitral valve stenosis, tachymyopathy, left ventricular ejection fraction (lvef) at 35%, tachycardia, and atrial fibrillation (a fib). The patient was responsive at the end. The patient was hospitalized but is expected to fully recover. The device is not expected to be returned as it has been disposed by the customer. It was further reported that this device did not contribute to the procedure cancellation or patient event.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Correction to the initial MDR in block(s) b5.